Event description:
It was reported that the t:slim x2 pump battery would not charge and the pump screen was dark and wouldn't turn on. There was no adverse impact to the customer¿s blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.